Event description:
It was reported the patient had a "black out" the week prior to report and was placed in the intensive care unit of a hospital. It was reported an x-ray was taken to determine if the patient's battery had flipped and it was confirmed that the battery had not flipped. It was also reported the device was not able to be interrogated on the date of report and it was suspected that the device had reached its end of service but it was "impossible" to do a battery life calculation. It was reported the patient was in a coma and the cause was unknown. It was also reported a battery replacement would be considered for the patient once she was medically fit to undergo the procedure. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Report source: (B)(6).

Event description:
It was further reported that as of (B)(6) 2013, the patient was still in the ICU and was not fit enough for an operation.

Event description:
Additional information stated there were no known details about the ¿black out¿ and when the patient¿s implantable neurostimulator (ins) was interrogated it was unreadable and at its end of service (eos). It was reported no troubleshooting was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).